Event description:
It was reported that the patient had a no external power alarm while on the power module. A different power module and power module patient cable were tried and the alarm continued. The patient was then switched to an ungrounded cable and the alarms stopped. Log files confirmed no external power alarms while on the power module. The patient would not receive a controller exchange until their international normalized ratio (inr) was therapeutic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical no external power alarms was confirmed via the provided log file. The provided log file, as well as a log file extracted from the controller during testing, collectively contained data spanning approximately 10 days (22mar2022 ¿ 01apr2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A few low voltage/no external power alarms were observed throughout the data recorded on 27mar2022. The alarms appeared to have been caused by either the rsoc values or the bus voltage values within one or both power cables dropping below the alarm thresholds. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing, even when the power cables were manipulated by hand. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system , serial number, showed (B)(6) the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. Heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect and no external power alarms. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.